Event description:
Elderly female with history of diabetes mellitus, hypertension, coronary artery disease and recent shortness of breath and intermittent chest pain. Procedure: percutaneous intervention. The balloon stuck to the wire- shaft of catheter snapped. All removed without known harm to patient. Manufacturer response for coronary drug-eluting stent, synergy xd (per site reporter) will obtain.